Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 20mm amplatzer amulet left atrial appendage occluder was implanted into a patient. Patient was prescribed dual antiplatelet therapy (dapt). On (B)(6) 2022, the patient was hospitalized due to chest pain, and was diagnosed with pneumothorax. On (B)(6) 2023, the patient was hospitalized, and an echocardiogram showed a small circumferential pericardial effusion. Medication administered to treat effusion. The patient is reported to be discharge. No additional information was provided.

Manufacturer narrative:
An event of pericardial effusion and chest pain was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.